Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr single lumen groshong catheter. The sample was received with its inlaid stylet. A small hole was observed in the catheter shaft near the tip of the stylet. Microscopic inspection of the split revealed a granular fracture surface. The split appeared to be a small hole with a flap of catheter material. Tactile inspection of the sample revealed tensile weakness, necking and material discoloration in the vicinity of the split. During manipulation of the sample, the tip of the stylet protruded from the hole. The split in the catheter was consistent with perforation of the catheter shaft by the tip of the inlaid stylet. Such damage may occur if the catheter is manipulated, or if insertion is attempted, prior to flushing of the catheter. This may cause the catheter to fold over around the stylet tip, positioning the stylet to puncture the catheter.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the catheter had just been unpacked and the front end of the guidewire had penetrated through the catheter, causing the catheter to leak. No other information was provided.